Event description:
At about 4 months from the primary, the patient came in reporting pain due to dislocation of the liner from the head and the cause is unknown. The surgeon revised the head and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 19 november 2025. Ball heads: mectacer 01.29.209 mectacer head biolox delta dia.36 12/14-m (k112115) lot 2509155: 100 items manufactured and released on 16-apr-2025. Expiration date: 02-apr-2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Liner: mpact 01.32.3644hct flat pe hc liner d 36/e (k103721) lot 2502961: (B)(4) items manufactured and released on 21-mar-2025. Expiration date: 05-mar-2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.